Event description:
It was reported to the aci sales professional that a female patient underwent a peripheral percutaneous transluminal angioplasty (pta) of the left popliteal artery in 2009. A 8000 units of peri-procedural heparin were administered. There was no report of visual calcium or pvd on the puncture site arteriogram. The physician trained to the mynx procedure, proceeded to use the mynx, which was prepped and deployed per IFU. After balloon deflation, the physician attempted to remove the device through the advancer tube, however, resistance was felt. He attempted to re-deflate the balloon and confirmed that the inflation indicator was down, yet resistance was met again during pull-back. It was reported that after significant tension was applied, the wire/catheter finally came out, and hemostasis was successfully achieved. Upon visual inspection of the device, it was noted that the balloon had detached and the physician proceeded with a 4cm surgical cut-down at the access site to locate the balloon. The balloon was found to be wedged inside the mynx sealant approximately 1 cm above the arteriotomy. The patient was not reported to have any further complications and was discharged the following day (the next day). No further information could be obtained.

Manufacturer narrative:
Investigation results: based on the information provided and the investigation performed the possible cause of balloon detachment was an application of excessive force and misalignment of the advancer tube during the withdrawal of the catheter through the advancer tube causing the balloon detachment. However, the advancer tube was not returned and a complete investigation of the device was not possible. The IFU states "if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract." This procedural step was not followed. The review of the lhr did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.